Event description:
The patient was in surgery when the 02 saturation level was reading 59%. The reading should have been been 100%. There was no way to really know what the saturation level actually was. Draeger has sent 2 german engineers to troubleshoot the 16 machines that were purchased last month. The engineers are troubleshooting the equipment. Draeger has 16 more machines for our facility to use in the interim.